Manufacturer narrative:
D4: UDI corrected. H6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline communication faults and driveline power faults. It was reported that the patient's equipment was exposed to fluid when a cooling blanket on their bed leaked. Evaluation of the returned system controller confirmed fluid ingress that would have caused the reported events. The submitted controller event log files captured driveline communication fault alarm and driveline power faults on (B)(6) 2024. Following the controller and mod cable exchange on (B)(6) 2024, no further alarms were captured. The pump appeared to operate as intended at the set speed for the duration of the files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline") state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarms, including the driveline communication fault and driveline power faults, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with each. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline fault alarm on (B)(6) 2024. A review of the log files confirmed driveline power faults (power a) and driveline communication faults (com b) on (B)(6) 2024 from 11:42 am until 12:16 pm. The pump power was elevated during the alarms but returned to baseline after the alarms. There was no interruption in pump support during the events. It was recommended that the system controller and modular cable be exchanged. It was also noted that the log file contained two transient pump off/ low flow events that occurred on 17may2024 at around 1:30 am. The system controller and modular cable were exchanged without issue. The patient later reported that it was possible the system had exposure to moisture because a cooling blanket leaked water all over the patient's bed on the night of (B)(6) 2024, and the patient got very wet but was clinically stable. The patient was in hospital pending awaiting discharge.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.